Manufacturer narrative:
System rebooted. Monitoring recommended. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the table and tube intermittently failed after reboot on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.